Manufacturer narrative:
The customer report of an error code 255-16-275 during patient use was confirmed in the pcu logs and was replicated during testing. Log analysis results: the review of the pcu error log shows an error code 800.8000.0 . The error was recorded on 10dec2020 at 2:41 pm. The review of the pcu event log recorded the pcu receiving a ¿remote IV¿ message on 10dec2020 at 1:42 pm. The pump module is then selected at 2:41 pm. The pump is programmed to infuse drug ID 63. The user starts the infusion which records an 800.8000.0 in the error log. Test results: the lvp system error test method was use for error identification and replication. Replication of the users programming steps identified the initiation of the 800.8000.0 malfunction. When the user addresses a ¿flow stop open/safety clamp open¿ and starts the infusion in rapid succession (2 - 3 seconds). The software error is produced by selecting the pump, programming an infusion and starting the infusion generates the system error code 255-16-275 and the pcu error log records an 800.8000.0. The root cause of the customer complaint of ¿system error¿ was identified and found to be the result of a software anomaly. The software anomaly was initiated when the user addresses a pump alarm (flow stop open/safety clamp open) and starting the infusion in rapid succession. The system failure (800.8000.0) occurs when the users select the infusing pump and programs an infusion of drug ID 63. Device history: a review of the device history record showed the device had a manufacture date of 18aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported from the surgical intensive care unit (sicu) that the device experienced error code 255-16-275 during use on a patient. Facility biomed accidentally cleared the pcu event logs but noted that the error log showed 800.8000 error code. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the surgical intensive care unit (sicu) that the device experienced error code 255-16-275 during use on a patient. Facility biomed accidentally cleared the pcu event logs but noted that the error log showed 800.8000 error code. There were no adverse effects caused to the patient from the event. Although requested, no other information provided.